Event description:
The following has been reported by customer: air detector customer sent in the request form reporting: unit is not passing ocs test and keeps saying air in line or bubbles are present when they are not. Air in line sensor seems to be malfunctioning. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.